Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in an elevated blood glucose level of approximately 25-29 mmol/l. On (B)(6) 2020, in the morning, the patient was hospitalized with hyperglycemia. She was treated with standard treatments and the blood glucose level stabilized. She was still in the hospital at the time of the call on (B)(6) 2020.